Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, broken skeleton in the bending section was noted. In addition, heavy dent on the distal end frame was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the uretero-reno videoscope camera cable is broken. The event occurred during preparation for use. During a standard service inspection of the customer returned device, broken skeleton in the bending section was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user manipulated the device so as to apply excessive stress to the bending section, which caused the suggested event. This information is addressed in the instructions for use (IFU): user can properly detect the suggested event by handling device according to the following IFU description: ¿·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ user can reduce / prevent occurrence of the suggested event by handling device according to the following IFU description: ¿·do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. ·do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.